Event description:
The technician alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster and support to resolve the issue.